Manufacturer narrative:
The suspect product was requested to be returned for investigation. Replacement product was sent. The reporter's meter and two test strips of lot 39190321 were provided for investigation where they were tested using a retention strip and retention controls. Testing results (qc range = 2.7 - 4.1 inr): returned strips: qc 1: 3.4 inr, qc 2: 3.4 inr. Retention strip: qc 3: 3.5 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The result of 4.5 inr alleged by the customer was not observed in the meter¿s patient result memory. Relevant retention test strips (lot 391903 & 385605) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). At 8:00 am, the meter result using strip lot 39190321 was 4.5 inr. The customer retested and received a qc error. At 8:30 am, the meter result using strip lot 38560522 was 2.6 inr. This result was believed to be correct. There was no allegation of an adverse event. The therapeutic range is 2.0 to 3.0 inr.